Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the failure of the ssd (system service division) was confirmed to have contributed to the occurrence of the customer's indicated event error code e117. The failure of the main board and cpu (central processing unit) was confirmed to have contributed to the occurrence of e116. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the video system center exhibited error code e117 and e116: abnormality of the device. There was no patient involvement.